Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested the force bipolar instrument involved with this complaint to be returned for failure analysis. However, as of the date of this report, the instrument has not been received. A review of the site's complaint history does not show any additional complaints related to this product. Isi received an image of a broken force bipolar instrument. A review of the image was conducted by an isi clinical development engineer (cde). The following additional information was provided: this appears to be a blood-soiled piece of an instrument with damage throughout the fragment. Further analysis is not possible with just this image and description. The instructions for use for the da vinci instruments includes the following: warning: handle instruments with care and avoid inadvertent collisions with other instruments or hard surface that can cause damage to the instruments. Based on the information provided at this time, this complaint is being classified as a reportable event due to the following conclusion: when the force bipolar was grasping tissue, the instrument broke and fragments fell inside the patient. All the fragments were retrieved and the procedure was completed with no further issues reported. At this time, it is unknown what caused the breakage to occur. Although there was no patient injury reported, unintended fragments falling inside the patient may require surgical intervention, causing or contributing to an adverse event.

Event description:
It was reported that during a da vinci-assisted ventral hernia repair surgical procedure, the force bipolar instrument broke and pieces fell inside the patient. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: reportedly, when the force bipolar instrument was grasping the tissue, the fragments fell inside the patient. It was noted that all fragments were retrieved. The force bipolar instrument was inspected prior to use. It was reported that the force bipolar may have collided with another instrument. In addition, the surgeon noted that excessive force may have caused the instrument breakage. The instrument was removed during the procedure and the instrument¿s wrist was straightened upon removal. No additional surgical procedure was performed and there were no post-operative tests performed to check for fragments retained in the patient. The procedure was completed and there was no allegation of patient injury. Additionally, the patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. An image of the broken instrument was provided to isi for review.